Event description:
It has been reported that during the procedure, the physician experienced difficulty with the catheter movement within this device. The device was removed and replaced. There was no report of pt injury. The device is being returned for analysis.